Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 600 mg/dl, seizures, and high ketone levels. The customer was treated with intravenous saline and insulin, and was released from the ER later that day with no permanent damage. The cause of the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.